Manufacturer narrative:
Insulin pump received with button error alarm and intermittent button response due to corroded keypad traces. Insulin pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. He was unable to clear the alarm and he fell asleep on the insulin pump. Customer's blood glucose level was 110 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.